Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus and fallopian tubes perforation"), fallopian tube perforation ("uterus and fallopian tubes perforation"), device dislocation ("essure devices move and get displaced") and genital haemorrhage ("abundant bleeding / hemorrhages") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients had essure inserted. On unknown dates, the patients experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("remnants of essure which require another surgery for being removed"), pelvic pain ("pelvic pains which do not allow them to have sexual intercourse"), adverse event ("adverse events nos/adverse effects nos/ symptoms nos/ users "live a life of "profanity"" (as reported) since essure is implanted"), malaise ("malaises"), anxiety ("anxiety"), stress ("stress"), depression ("depression"), abdominal distension ("inflammation which "makes them look like if they were pregnant"), inflammation ("inflammation which "makes them look like if they were pregnant""), polymenorrhoea ("menstrual period twice per month"), headache ("strong headaches") and somatic symptom disorder ("somatization"). The patients were treated with surgery (loss of fallopian tubes and uterus). Essure were removed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, complication of device removal, pelvic pain, adverse event, malaise, anxiety, stress, depression, abdominal distension, inflammation, polymenorrhoea, headache and somatic symptom disorder outcome was unknown. The reporter considered abdominal distension, adverse event, anxiety, complication of device removal, depression, device dislocation, fallopian tube perforation, genital haemorrhage, headache, inflammation, malaise, pelvic pain, polymenorrhoea, somatic symptom disorder, stress and uterine perforation to be related to essure. The reporter commented: social media case published on blog after aemps requested to stop essure commercialization, in which it is stated that users "live a life of "profanity"" (as reported) since essure is implanted. Several women are undergoing surgery without performing previous necessary tests which guide surgeons about real location of essure, resulting in more cases of patients with remnants for which another surgery is required for removing them. Before surgery, affected women have experienced series of symptoms and adverse effects which have turned their social, work, family and couple lives into a nightmare, losing in many cases their jobs and causing several family break-ups. All of affected women have passed through several specialists and tests in order to verify the origin of their malaises, however all of them are fine, and associate them to age or somatization. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: 1. Uterine perforation: the analysis in the global safety database revealed (B)(4) cases. 2. Fallopian tube perforation: the analysis in the global safety database revealed (B)(4) cases. 3. Device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus perforation"), fallopian tube perforation ("fallopian tubes perforation"), device dislocation ("essure devices move and get displaced"), genital haemorrhage ("abundant bleeding / hemorrhages") and gastrointestinal disorder ("intestinal and digestive problems") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder (seriousness criterion medically significant), menstruation irregular ("menstrual imbalances"), polymenorrhoea ("menstrual period twice per month"), pelvic pain ("pelvic pains which do not allow them to have sexual intercourse"), abdominal distension ("inflammation which "makes them look like if they were pregnant", too much abdominal swelling"), back pain ("lumbar pain"), pain ("too much pain"), headache ("strong headaches"), fatigue ("chronic fatigue, tiredness"), asthenia ("no energy"), malaise ("malaises"), complication of device removal ("remnants of essure which require another surgery for removal"), anxiety ("anxiety"), stress ("stress"), depression ("depression"), inflammation ("inflammation which "makes them look like if they were pregnant""), coeliac disease ("many patients needed treatment for celiac disease"), somatic symptom disorder ("somatization"), swelling ("general swelling and body changing"), feeling hot ("warm sensation") and adverse event ("adverse events nos/adverse effects nos/ symptoms nos/ users "live a life of hell" (as reported) since essure is implanted"). The patient was treated with omeprazole, surgery (loss of fallopian tubes and uterus), surgery (loss of fallopian tubes and uterus, endoscopies). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, gastrointestinal disorder, menstruation irregular, polymenorrhoea, pelvic pain, abdominal distension, back pain, pain, headache, fatigue, asthenia, malaise, complication of device removal, anxiety, stress, depression, inflammation, coeliac disease, somatic symptom disorder, feeling hot and adverse event outcome was unknown. The reporter considered abdominal distension, anxiety, asthenia, back pain, coeliac disease, complication of device removal, depression, device dislocation, fallopian tube perforation, fatigue, feeling hot, gastrointestinal disorder, genital haemorrhage, headache, inflammation, malaise, menstruation irregular, pain, pelvic pain, polymenorrhoea, somatic symptom disorder, stress, swelling and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: social media case published on blog after aemps requested to stop essure commercialization, in which it is stated that users "live a life of hell" (as reported) since essure is implanted. Several women are undergoing surgery without performing previous necessary tests which guide surgeons about real location of essure, resulting in more cases of patients with remnants for which another surgery is required for removing them. Before surgery, affected women have experienced series of symptoms and adverse effects which have turned their social, work, family and couple lives into a nightmare, losing in many cases their jobs and causing several family break-ups. All of affected women have passed through several specialists and tests in order to verify the origin of their malaises, however all of them are fine, and associate them to age or somatization. Most recent follow-up information incorporated above includes: on 26-jul-2018: consumer reported in a transmitted program that more than 1500 patients thought their symptoms were caused by essure. Among these problems were (new:) too much problems with hemorrhages, general swelling and body changes. In severe cases the product caused sterility. Common symptom was chronic fatigue, all patients presented tiredness, they do not have energy. About the job, they cannot go to work, they have chronic fatigue. All of them had endoscopies due to the digestive and intestinal symptoms, in some cases they needed a diet for celiac disease, they have used omeprazole, and have presented warm sensation and too much pain. Event term abdominal distension was updated with too much abdominal swelling (like pregnancy) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.